Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power and the battery compartment was damaged. There was no moisture or corrosion in the pump alleged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up # 1 date of submission 08/30/2016 -device evaluation: the pump has been returned and evaluated by product analysis on 08/04/2016 with the following findings: a review of the pump¿s black box showed no evidence of pump reboots or intermittent power. A visual inspection of the pump revealed multiple cracks in the battery compartment. There was no moisture found inside of the battery compartment. The returned battery cap was observed to have torn threads; the battery cap was found to be difficult to thread and did not fully tighten to pump. A test battery cap was able to securely attach to the pump and was used for testing. During testing, the pump powered on with no power loss occurring. The pump was exercised for 24 hours with no intermittent power or reboots occurring. The pump cover was removed and no evidence of internal moisture or damage was observed to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).